Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic and the ventricular lead exhibited one stored meaurement of high impedance. No intervention was reported and the patient would be monitored.